Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The platform in complaint was returned to zoll on 11/10/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the top cover, encoder cover, motor cover and both patient head restraint brackets were cracked. In addition, the battery bay compartment's bosses were observed to be damaged. The physical damages found during visual inspection are not related to the reported complaint of the autopulse displaying a "system error" message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 02/2007). A review of the autopulse platform's archive was performed and did not confirm the reported complaint. The archive data shows that no sessions occurred on the reported event date of (B)(6) 2014. Functional testing could not be performed due to a "system error" message. It was observed that the drive train motor brake gap was out of specification. The brake gap could not be adjusted back within specification because the set screws would not lock into the encoder dimple locking holes, which caused the brake to disengage. It was determined that the drive train motor was at fault. Based on the investigation, the parts identified for replacement were the top cover, battery bay compartment, motor cover, encoder cover, both patient head restraints, drive train motor and the clutch plate. In summary, the reported complaint of a "system error" message was confirmed upon functional testing. The fault was found to be due to the defective drive train motor. The physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Event description:
The reported cardiac arrest occurred in the emergency room of the hospital. It is unknown what led to the arrest. The autopulse platform was deployed by the hospital doctor. The platform performed compressions for 7 minutes. It is unknown if manual CPR was performed before and/or after use of the autopulse. It is also unknown if return of spontaneous circulation (rosc) was achieved. No further information was provided.

Event description:
It was reported that during patient use at the hospital, the autopulse platform displayed a "system error" message. Customer powered the platform off and back on but the error message did not clear. No adverse patient sequelae was reported. No further information was provided.